Event description:
It was reported that device contamination occurred. During preparation for a circumferential pulmonary vein ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inspection, debris-like material described as white, translucent particles was observed inside the sheath's perfusion port. After the sheath was flushed, and the device was used as intended. The procedure was completed successfully without patient complications. The patient remained stable following the procedure.

Manufacturer narrative:
A1: patient identifier - updated. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of foreign material. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of foreign material is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that device contamination occurred. During preparation for a circumferential pulmonary vein ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inspection, debris-like material described as white, translucent particles was observed inside the sheath's perfusion port. After the sheath was flushed, and the device was used as intended. The procedure was completed successfully without patient complications. The patient remained stable following the procedure.